Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, on 80 percent of the deployment, an incomplete stent opening (iso) was observed and a recapture was attempted to redeploy. However, the valve was unable to be recaptured completely; micro-adjustment wheel was used when the ds was pulled at the descending aorta, but the gap remained unchanged. The ds with the half-captured valve was removed from the patient's anatomy through a 20fr unspecified sheath. A new 35mm, navitor vision valve was selected for implant using a new large flexnav ds/ during the procedure, the patient became hypotensive. The user believes the valve expanded non-uniformly due to the excess calcium. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.